Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Intra-operative breakage of tip. After completion of operation, it was noted that the tip of the forceps had broken. X-ray was completed to inspect for retention of broken tip in the patient; the patient was re-operated on, the tip was not located. Additional x-ray was completed, the tip was not seen. Surgeon does not believe the tip is retained in the patient.

Manufacturer narrative:
Investigation: the device was analyzed using a keyence vhx 5000 digital microscope. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the corrosion on the product follows the pattern of "stress corrosion." This usually leads to visible cracks and fractures. This type of corrosion often affects areas subject to high tensile stress when processing the item in a state of high tension (e.g. Instrument is fully closed). Corrective action: according to sop (B)(4) a CAPA is not necessary.